Event description:
A malfunction was reported on the customer's pump with no notable events prior to the issue. It was unknown if the customer's blood glucose level exceeded 500 mg/dl. Technical support ensured a pump replacement was sent due to the malfunction and incomplete field correction form. The customer received a replacement pump with updated software and was given instructions for use and returning the malfunctioning pump. No further assistance was needed once the new pump was located. The customer reverted to an alternate method of insulin therapy.